Manufacturer narrative:
(B)(4). Manufacturing date may 2012. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an increased intra-peritoneal volume (iipv) event during dwell one of four of peritoneal dialysis therapy. It was determined that the patient's fill volume was 2000ml and the manual drain was 4084 ml. The patient felt fine after draining. There was no patient injury or medical intervention associated with this event. No additional information is available.